Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device evaluation is completed.

Event description:
It was reported that a device alarmed for a system error 105. Any patient involvement, injury or medical intervention is unknown.